Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the rv defib coil and superior vena cava (svc) coil. High impedance was also noted as a result of the lead pin not being completely advanced in the header. A revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.